Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified nicks and scratches from previous uses. The device had fractured at the hex tip and shows wear. Additionally, the features of the fracture surface visually align with zrm in which a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the 3.5mm hex driver tip from the arcos system fractured during the case. None of the pieces fell into the patient. The product was used to complete the procedure.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.